Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was lack of hm cassette maintenance by the customer. The customer performed needed maintenance. The instrument is performing within specification.

Event description:
A falsely elevated troponin I result of 5.54 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested on the same analyzer and a result of 0.00 ng/ml was obtained. A new sample was tested on the same analyzer and result of 0.03 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was lack of hm maintenance by the customer.